Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: according to the information received the patient underwent the surgery for the femoral trochanteric fracture with the screwdriver shaft in question. During the surgery, the surgeon tried to use the screwdriver shaft, but the screwdriver shaft hit the iliac bone and did not go deep. The surgeon managed to insert it all the way to the back and turn it around, but when it was locked, there was an abnormal sound. When the screwdriver shaft was removed, the tip of it was broken. It seemed to take time to remove it, so the surgeon inserted the distal screw in first, and then he was able to remove it by pulling it out with a plier. The surgery was completed successfully within 30 minutes delay. No further information is available. The scrdriver-hex 5 flex cann was returned to depuy synthes zuchwil for evaluation. Depuy synthes conducted a visual and dimensional inspection of the returned device. The visual inspection confirmed that the screwdriver shaft is broken into two pieces. Furthermore, the instrument is in a used condition with some scratches on the shaft and additionally the tip is deformed. Dimensions were checked and found according to the specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications the complaint is confirmed as the part is broken as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that high applied mechanical force could have led to this damage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part # 03.037.028. Lot # 9298623. Manufacturing site: hägendorf. Release to warehouse date: aug. 28, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery for the femoral trochanteric fracture. During the surgery, when using the screwdriver shaft, the shaft hit the iliac bone and did not go deep. The surgeon managed to insert it all the way to the back and turn it around, but when it was locked, there was an abnormal sound. When the screwdriver shaft was removed, the tip of it was broken. The tip was removed without any additional intervention. The surgery was completed successfully with 30 minutes delay. The patient condition was stable. No further information is available. This complaint involves one (1) device. This report is for (1) 5mm hex flexible screwdriver. This report is 1 of 1 for (B)(4).